Event description:
It was reported that high impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced without incident. There were no reported patent consequences.

Event description:
New information received notes this right ventricular (rv) lead also exhibited high capture thresholds prior to explant.